Manufacturer narrative:
Examination of the returned device confirms the reported event of damage. There is significant damage to the top edge of the locating post. A complaint database search identified reports for damage which were attributed to product wear out due to heavy usage. A definitive root cause is unknown, however it is suspected the impactor was used inappropriately causing the reported damage. Based on the root cause of suspected misuse, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The plastic part on the instrument broke

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.